Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that retainer ring had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer alleged cosmetic damage/ retainer ring damaged. The test p-cap does not lock properly in place in the reservoir compartment noted. The insulin pump was received with a broken battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the insulin pump was received with a broken battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring.